Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "fill estimate issue" occurred. There was no reported impact to customer's blood glucose. Customer declined to follow up from tandem technical support. No additional information was provided.